Event description:
Dealer stated that the right motor on a 3gtq3-cg power chair will not lock. When user was on a ramp the chair rolled. Dealer stated that the ramp is large and steep but still the chair rolled backward.